Event description:
It was reported that the ventilator generated o2 sensor errors while in use. The received logs also contain low o2 alarms. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has not reproduced the described customer issue with o2 sensor failure alarm. The gas modules were found faultless. According to the returned device logs there was no alarm for o2 sensor failure alarm, but there were alarms for low oxygen and high pressure. If o2 sensor failure alarm happens during ventilation, the o2 censor is only a measuring device that doesn¿t affect the ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
Manufacturer ref.#: (B)(4).